Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample was not returned for evaluation therefore the reported issue was not confirmed and an exact root cause could not be determined. No corrective actions are required at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a patient with an indication to change the nasogastric tube. The tube was passed to the patient since the tube was with a guide. When removing the guide to verify the position, removal was not possible, resistance was evident. An attempt was made to remove the guidewire from the catheter. It was evidenced that the transparent cover of the guidewire was displaced. It was a situation that prevented the passage of the guidewire through the catheter again , meanwhile, due to dysfunction of the guidewire, prevented the passage of the probe. A new probe was requested. Per additional information received, there was no medical intervention required. The device was replaced with another device with the same characteristics. There was no injury to the patient.